Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that inflatable penile prosthesis (ipp) pump stopped working, so the device was removed and replaced. Upon removal, a hole in the pump tubing was discovered, causing a fluid loss in the device. No adverse patient effects.